Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a crack near the reservoir compartment. Customer's blood glucose level was 440 mg/dl and treated with the manual injections. The customer also reported that the insulin pump system was not in use within 48 hours of reported high blood glucose level. The insulin pump was returned for the analysis.